Event description:
In 2006, nellcor puritan bennett received a report where it was claimed that the inner cannula of a 8cfs tracheostomy tube protrudes past the outer cannula. The customer reported that the pt experienced some discomfort. The tube was replaced without incident.